Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered two inappropriate shocks for atrial flutter with rapid ventricular response. The crt-d system remains in service. No adverse patient effects were reported.